Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual and microscopic inspection, the gland of the device was observed to be closed. Flow testing was performed with no issues noted. The gland was again microscopically inspected and was now observed to be open. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event was reported to have occurred during (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set would not prime. The reporter stated that this occurred after attaching the extension set to the primed primary set. The nurse reattached the device to the primary set several times; however, the device still would not prime. There was no patient involvement. No additional information is available.